Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, customer service reports, system history, and system log files. In the course of the investigation, in addition to the medical device mentioned in the original report (artis q ceiling), the associated syngo application software (stand-alone medical product) was also part of the investigation. During an interventional procedure, an aortic stent was deployed. Afterwards, the aorta was imaged and it was found that the stent covered the renal arteries, reducing blood flow through them. The case was converted to a surgical procedure (laparotomy) to remove the incorrectly placed stent, during which the patient passed away. For the procedure the workflow 'syngo evar guidance' (endovascular repair guidance) was used which is an option of the syngo application software system and provides the ability to safely plan and perform endovascular procedures under fluoroscopic or angiographic image guidance. A computed tomography angiography (pre-op cta) scan was used as 3d data input for this workflow. The segmentation of the vessel tree (aorta contours and renal arteries) was perfect. No inaccuracy can be recognized from the 3d planning data or within syngo evar guidance. A manual 2d/3d registration was performed by the operators to align the 3d data (aorta contours and markers from evar guidance) to the artis 2d live image. The stent was then deployed by using the overlayed contours and additional markings made on the large display screen with a removable marker (pen). According to the operator manual (safety notes for overlay), the physician has to check whether the 3d image and the fluoroscopic image are congruent before starting an intervention and the overlay accuracy must be checked by the operator during the whole procedure. According to the available information (x-ray radiation dose report, the anonymized image data and information from local application specialist), no digital subtraction angiography (dsa) acquisition with contrast media was made between starting the "overlay contour on live" and start of stent placement. This would have been a common method to check the overlay accuracy. Due to this fact, it is also not possible to retrace if the 3d image and the live image were congruent before the placement of the aortic stent has been started. No unintended system/table movements were identified from the log file investigation that could have any contribution to the 3d overlay accuracy. No system malfunction or system related technical problem was recognized from this investigation. This was the first time such an incident had been reported. Therefore, a possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. At this time, there is no causality between the system error and the patient's death. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q ceiling system. Syngo evar (endovascular aneurysm repair) guidance contour was used during a stent placement. Post placement of the stent, the aorta was imaged showing the stent had deployed covering renal arteries. The procedure then changed to an open procedure, during which the patient passed away. Siemens has requested additional information in order to conduct an investigation of the reported event.